Manufacturer narrative:
The section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that an unspecified antler system failed while transporting a deceased patient and released the cot. No adverse consequences were reported as a result.

Event description:
It was reported that an unspecified antler system failed while transporting a deceased patient and released the cot. No adverse consequences were reported as a result.